Event description:
It was reported that the remote monitoring of this pacemaker became disabled. Technical services (ts) analyzed device save-to-disk data and determined that there was an oscillator mismatch fault likely due to a battery with high impedance. Ts recommended device replacement. No adverse patient effects were reported. Currently, this pacemaker remains in service. According to additional information, this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the remote monitoring of this pacemaker became disabled. Technical services (ts) analyzed device save-to-disk data and determined that there was an oscillator mismatch fault likely due to a battery with high impedance. Ts recommended device replacement. No adverse patient effects were reported. Currently, this pacemaker remains in service.